Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 199 and 134 mg/dl. Tests were done within 2 minutes with a difference of 35%. Pt did not experience any adverse events. No further info has been reported.